Event description:
Complainant alleged that the medics were responding to a call for a male patient in his 70's who was in cardiac arrest. He defibrillated the patient once; the patient then presented an asystole heart rhythm. On the second attempt to shock the patient, the device screen went blank. The complinant indicated that the device did not display a "low batt" error message. The medic then changed the device battery and paced the patient for a few minutes. There was no patient heart rate capture. After a few minutes of pacing the patient, the device went dead again. The medic did not notice if the device displayed a "low batt" error message on the device screen. The complainant indicated that although the patient subsequently expired, the patient "was not revivable", and that the patient outcome was not as a result of the reported malfunction.